Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by instructing them to inspect and clean the cartridge area, remove an o-ring from the pneumatic tap, and fill a new cartridge. The caller successfully loaded the cartridge onto the pump and resumed insulin delivery.